Event description:
Rptr found a tumor in herself. In 1990, she went to the dr. The dr had to remove the silicone gel implant to be able to remove cancer. The dr said silicone gel implant blocked earlier detection by mammogram x-rays. On 12/94 a cat scan was done and detected cancer in her liver which she was told was caused by a cancer due to her breast cancer. Her silicone gel implants stopped her from having early detection of breast cancer which would not have spread to liver if it had been found earlier.